Event description:
Report rec'd of an under-delivery of heparin therapy. It was reported that a pt with a myocardial infarction was receiving heparin 25,000 units/500ml at 23ml/hour. The pump was reported to under-infuse over an 8-hour period. The pump display indicated that 183.2ml had infused, but it was reported that there was only approx 50ml gone from the bag. The tubing was reported to be partially occluded near the slide clamp. A new pump and tubing were obtained, and the infusion was continued without event. The other pump was sent to the biomedical department for testing. There was no reported adverse pt event. No further info was available.